Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 418 mg/dl at the time of incident and current was 480 mg/dl. The customer reported the damage on the battery cap's contact said it's coming off. Customer treated for high blood glucose using bolus. The insulin pump will not be returned for analysis.